Manufacturer narrative:
(B)(4). Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed low battery alarms and then pump error 25 were triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to resistance issue the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly. Unit received with minor scratched lcd window, peeling serial number label and cracked retainer.

Event description:
Customer reported via phone call that insulin pump had power error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.